Event description:
It was reported that cartridge alarm occurred while customer was using pump, but issue did not occur during loading process and there was no prior history of similar alarms with this pump. There was no adverse impact to the customer¿s blood glucose level. Customer reloaded same cartridge, successfully resumed insulin delivery, and issue was resolved with no further actions reported.